Manufacturer narrative:
The company service representative examined the system and was found to function as intended. The system was then tested and met all product specifications. There was no further information available regarding the handpiece. The system was manufactured on october 30, 2012. Based on qa assessment, the product met specifications at the time of release. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was found to function as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece had no aspiration. Additional information has been requested.